Event description:
It was reported that during a breast lump and sentinal node biopsy procedure a mca 20 was being used by the surgeon. The clips did not close properly. A new mca20 was opened and the clips were closing properly. The surgery was delayed by approximately five minutes but there was no negative effect to patient.

Manufacturer narrative:
(B)(4).